Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
The device was later explanted and replaced.

Event description:
The patient reported that the heart rate was going down to 55-58 bpm at times, despite the device being set for 60 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2014. (B)(4).